Event description:
Reportedly, after startup, the touchpanel did not work. No patient involvement reported. Coin battery voltage is 0.11v. The control board was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).